Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was unable to be successfully implanted. It was reported that the lead dislodged and that the physician was unable to successfully extend the helix mechanism. No adverse patient effects were reported. This report is being filed due to laboratory findings.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis revealed that the cathode coil was fractured at the distal end of the terminal pin. Based on the presentation of the coil, the damage was likely the result of trying to extend the helix. The helix was fully extended upon return. The dislodgement was unable to be confirmed during analysis.

Event description:
--